Event description:
It was reported by the patient that their "heart rate has been high past several days and blood pressure low". It was later reported by the physician that the patient had been in for a follow-up and no device issues were found. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.